Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was received at a hospital regarding low right ventricular (rv) defibrillation coil impedance associated with the right ventricular (rv) lead. The patient had heard a tone from the device and went to the hospital where the device was interrogated. The rv coil impedance was measured at 39 ohms with both the rv and svc (superior vena cava) coils on, and 52 ohms with the svc coil off. There was low impedance "rvring to rvcoil", where an insulation defect was suspected to be between the "rvtip to rvcoil," leading to consideration of a lead revision. Additionally, there was some kind of artifact in the tip-ring egm during a high rate non-sustained episode, but in the hospital the noise could not be reproduced. There was also sporadic sic (sensing integrity counter). It was noted that during the office follow-up, all lead impedances were within range. However, diagnostic testing and troubleshooting were performed, and reprogramming was done where the physician decided to keep the superior vena cava coil off and increase the follow-up rate for the patient. The rv lead remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvfc3d1 ICD, implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.